Event description:
A patient, who is using a novofine needle to administer mixtard due to diabetes mellitus (of unknown type and duration), experienced that the needle became detached after an injection. The patient was at first not sure of whether the needle had broken off into the arm, but as patient did not feel any irritation, no x-ray was performed. Later on an x-ray revealed that the needle was in the patient's arm. The needle will be removed surgically; however no date for the procedure has been scheduled yet. The patient sometimes uses the same needle for two injections per day but removes the needle from the pen between the injections. Treatment is ongoing with another brand of needle.